Event description:
It was reported that during an av fistulogram using a 7f sheath and a 0.035 guide wire, the balloon got hung up on the existing stents, as it was tracking to the central stenosis. The doctor was able to free it and proceed toward the central stenosis, where the balloon inflated successfully. The doctor then had difficulty deflating the balloon completely. He believed that due to the thick contrast, it just needed to be flushed with saline. After flushing it with saline, it still would not deflate completely. He was able to pull the balloon partially into the 7f sheath, and then the balloon and sheath were removed together with the balloon partially outside of the sheath. After removing the balloon, the doctor had to hold pressure on the fistula for 80 minutes, due to the larger opening left after removing the partially deflated balloon. After the pressure was applied, the patient was doing fine.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample is currently in transit to the manufacturer. Based on the information available to date, the results of the investigation are inconclusive and the root cause is unknown.